Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: 68cm. For the purpose of this investigation, the prosa shunt system is comprised of a prosa adjustable pressure valve and mininav fixed pressure valve. The prosa valve has a normal pressure range of 0 to 40 cmws. The mininav valve has a fixed pressure of 5 cmws. The shunt system was inspected as article fv708t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. A slight deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation measured at -0.064mm, outside the tolerance of 0+0.02mm. Permeability tests have shown that the mininav valve is permeable and the prosa valve has a blockage. The prosa valve was tested and is adjustable to all specified pressures. The brake functionally test has shown that the brake function is fully operational and the braking force is within the given tolerances. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the prosa valve is occluded, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risk of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Event description:
It was reported by the healthcare professional "27 day post operative valve blocked."